Event description:
It was reported that bd connecta¿ stopcock leaked through the tap. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8256659. Our records show that this is the only instance of leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the samples submitted by your facility were subjected to leakage testing, the results found the devices to be free from leaks under product specified limitations. Unfortunately with out the ability to duplicate the reported failure mode, the root cause for this complaint could not be determined at the conclusion of our review.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd connecta¿ stopcock leaked through the tap. No serious injury or medical intervention was reported.